Event description:
A pt was implanted with a nail and helical blade on an unk date. On an unk date post implant, the helical blade was noted to have migrated into the acetabulum. The pt was returned to the operating room on (B)(6) 2012, for removal of hardware and revision to a bipolar construct. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.